Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was not reviewed as no lot number was given.

Event description:
It was reported that the drill bit broke off inside the patient. All pieces were accounted for and some were left inside the patient per the customer's response to additional information request. It was reported that there was no harm or consequences to the patient.